Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 150-254 mg/dl.